Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 423 mg/dl at the time of incident. The customer was treated with food. The customer reported that the insulin pump got alert to calibrate sensor and when he went to calibrate the customer¿s blood glucose was high so he bolused and then a couple of minutes later the insulin pump got calibration required and the customer checked blood glucose and the blood glucose was high and the customer tried to recalibrate and at the time of report the screen was locked. The sensor will not be returned for analysis.